Manufacturer narrative:
Plant investigation: the reported thermal damage and its failure cause can be confirmed by means of the machine files review, the provided photograph and the complaint intake information. The reported thermal damage was most likely caused by bad contacting between the cable lugs and their contact pins at the motor protection switch. A review of the machine files indicates that the thermal overload tripped during the t1-test of the initiated disinfection mode. This occurred due to a missing mains phase caused by bad contacting at the motor protection switch. Due to the unbalanced load the thermal overload tripped and pump p1 could not start. It cannot be determined which mains phase was missing first at time of the failure as all cable lugs and wiring at the motor protection switch are affected from the thermal damage, although due to bad contacting most likely phase l1 was missing at the motor protection switch. The thermal damage occurred due to the high contact resistance and thermal power loss at the bad contacting connections. If the device was operated with only two mains phases due to phase l1 missing, higher currents will occur in such a scenario, the wires and cable lugs are exposed to higher temperatures respectively, resulting in the found thermal damage. The failure pattern is a known issue and covered by a CAPA project. Corrective actions were defined and implemented. The design of the crimped cable lug was changed. A review for similar complaints or the device history record (DHR) is not required in this case as the failure is a known issue.

Event description:
A user facility biomedical technician (biomed) reported that thermal damage was discovered on aquabplus reverse osmosis (ro) system. The main power cable was burned and the insulation was completely burned off the cables between the motor protection switch (mps) at stage 1 and the power contactor. The thermal damage was discovered during troubleshooting after the biomed contacted fresenius technical services when the motor protection switch at stage 1 tripped during the t1 test for disinfection. Additional information was provided by the biomed during follow-up. The biomed stated there was no other thermal damage that was discovered. There were no associated alarm codes. There was no observed burning smell, smoke, spark, flame, or arcing. The biomed stated the thermal overload switch tripped. However there were no blown fuses in the local power supply nor any local power grid issues on or around the reported event date. No local storms were reported. The biomed confirmed the ro system is plugged into its own breaker. The biomed resolved the thermal damage by replacing the main power cable, the mps at stage 1 along with the cables connecting the mps to the power contactor. The ro system has been fully returned to service. It was confirmed that there was no patient involvement nor personal harm to anyone as a result of the thermal damage. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that thermal damage was discovered on aquabplus reverse osmosis (ro) system. The main power cable was burned and the insulation was completely burned off the cables between the motor protection switch (mps) at stage 1 and the power contactor. The thermal damage was discovered during troubleshooting after the biomed contacted fresenius technical services when the motor protection switch at stage 1 tripped during the t1 test for disinfection. Additional information was provided by the biomed during follow-up. The biomed stated there was no other thermal damage that was discovered. There were no associated alarm codes. There was no observed burning smell, smoke, spark, flame, or arcing. The biomed stated the thermal overload switch tripped. However there were no blown fuses in the local power supply nor any local power grid issues on or around the reported event date. No local storms were reported. The biomed confirmed the ro system is plugged into its own breaker. The biomed resolved the thermal damage by replacing the main power cable, the mps at stage 1 along with the cables connecting the mps to the power contactor. The ro system has been fully returned to service. It was confirmed that there was no patient involvement nor personal harm to anyone as a result of the thermal damage. No parts were returned to the manufacturer for physical evaluation.